Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 mar 2026 has been used as a placeholder.

Event description:
Event report was received regarding a plm a+ spanish device new restart where it was reported that the infusion pump administered the medication to the patient before the scheduled time. It is unknown if there was any harm to the patient.